Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), observed on one right eye at one day post-op, after lasik. Pt was treated with an increase in topical steroids. Upon further follow up, reporter informed that the dlk had resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).